Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dizziness, headaches and coughs. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient alleged dizziness, headaches and coughs. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Pil observed the following from an external and internal inspection: unknown whie and black contamination (dust - like),inconsistant wih degraded sound abatement foam, at the air inlet of the blower box. Also there were tiny grey and black fibres or hairs at the air inlet. Dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposit stains on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. Pil observed black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistant with degraded sound abatement foam) and white specks of contamination on the bottom of the blower box. Pil used a fitt (foam integrity test tool) and the assosiated procedure and was not able to confirm the presence of degraded sound abatement foam. Pil observed 1 error was logged. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device the manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.